Manufacturer narrative:
Method - manufacturer reviewed x-rays of implanted device. Results - review of x-rays by the manufacturer revealed a gross lead discontinuity. Conclusions - device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had high lead impedance on a warning message and system diagnostics. It was also noted that the patient has a lot of "drama", has problems with her left shoulder coming out of joint, and will often "flop around" even when there is no problem. All of these events could have caused trauma to the device, per physician. X-rays of the patient's device were taken and reviewed by the manufacturer. Upon review, a gross lead discontinuity was visualized. Patient underwent revision surgery on (B)(6) 2010. Product has been requested, but has not been returned to manufacturer to date.